Event description:
The report indicated that three hours after activating a pod, high bg levels (492-500mg/dl) were experienced. The customer reported that the cannula was kinked, though no pod alarm was initiated. She called her doctor, who suggested that the pod be removed and that a manual insulin injection be administered. The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The pod was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod was have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per use instructions.